Event description:
Tap. It was reported that 301 days after implantation of a 3.5x32mm taxus express2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure, the target lesion was located in the right coronary artery (rca). A pre-intervention stenosis percentage was not reported. A 3.5x32mm taxus stent was deployed in the region of the lesion. A post-intervention residual stenosis was not reported. The patient received amiodarone, heparin and integrilin during the procedure. The patient had an episode of ventricular fibrillation treated with two electrical shocks at 120 joules. The patient presented 301 days after the initial prcedure with in-stent restenosis in the rca. An in-stent restenosis percentage was not reported. Percutaneous transluminal coronary angioplasty (ptca) was performed using a 2.5x13mm highsail balloon. Subsequently, a 2.75x20mm taxus drug eluting stent was deployed at 9 atm in the region of the lesion. A post-intervention residual stenosis was not reported. The patient received integrilin, lovenox, amiodarone, dobutamine, dopamine, nitroglycerin, and bumex during the procdure. It was reported that there were "no complications."

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. Should further relevant information became available, a supplemental medwatch report will be filed.